Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported by the patient that the elective replacement indicator (eri) triggered earlier than intended. In turn, the ipg was explanted and replaced to resolve the issue. The eri message was not verified before surgery occurred.